Event description:
It was reported the customer had a compromised force sensor system alarm during a manual prime. The customer stated they were able to continue priming. Customer was unable to check their blood glucose. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unit was unable to prime during prime test and basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube.